Event description:
The user facility reported an employee obtained an injury to their hand while operating their reliance vision single chamber washer. Medical treatment was sought.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer and spoke to user facility personnel regarding the reported event. The technician learned that the employee was attempting to manually clear an obstruction when the door closed on their hand resulting in the reported event. The technician inspected the washer and found that the safety detection bar was detached. The detection bar allows the door to retract when it detects an obstruction. The reliance vision single chamber washer operator manual states (1-1), "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The operator manual further states (1-2), "warning....: if an obstruction is present in chamber door, do not attempt to remove the object." The technician replaced the vision single chamber door assembly including the safety detection bar, tested the unit, confirmed to be operating according to specification, and returned it to service. A steris account manager will conduct in-service training on march 9, 2022, on the proper use and operation of the washer. No additional issues have been reported.